Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump passed the operating currents within the specified range and passed the off no power test. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a blank display. The customer inserted a new battery but the insulin pump did turn on. Customer's blood glucose level was 6 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.